Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery had been intermittently not holding the charge. Blood glucose was in the high 200s. Reportedly, the customer reverted to using manual injections for insulin therapy.